Event description:
It was reported that the lead dislodged and sensed both p and r waves. This led to the patient being shocked inappropriately. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.